Event description:
It was discovered during baxter's functionality testing that a device failed upstream occlusion testing. There was no pt involvement, as this was discovered during testing.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Eval confirmed the reported symptom of a failed occlusion test, but could not reproduce it. Internal eval of the unit found a piece of the processor printed circuit board (pcb) broken. As a result, the failed processor pcb was replaced.